Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the light turn off. The customer had restarted the system but the system faulted with a non recoverable illuminator error. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the customer to perform a hard restart with no success. The tse had the customer disconnect the illuminator and restart the system but then encountered a recoverable fault. The customer was able to recover from error and moved the light guide to an alternate light source. The customer continued and completed the procedure with no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and confirmed the customer reported event. The illuminator was replaced to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
The unit was re-evaluated and it was noted that the fuse on the illuminator was blown and fuse terminal on line filter are overheated. The unit was dirty and needed to be cleaned. The power supply exhibited signs of overheating and needed replacement. The unit was cleaned. The line filter, fuse, and power supply were replaced to resolve the issue.